Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 5-13-1504. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to software fault of the logic board. A review of the device history record showed the device had a manufacture date of 09jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 5-13-1504. There was no patient involvement.